Manufacturer narrative:
Mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR): the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis: unit received with the mayfield 2 lock having up and down movement and the teeth were grinding when rotated. General maintenance and cleaning required. All worn components replaced with new parts. Root cause analysis: complaint confirmed via inspection of the unit. There was movement in the lock and the teeth were grinding when the lock was rotated. Unit required replacement of worn internal components. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
It was reported that when the skull pins were in place and tightened into the patient's head, the black knob was not in the locked position and they could not move the mayfield skull clamp (a3059) to the position on the head they wanted before locking into place and securing to the swivel adapter. The skull clamp became stuck and they could not move it. No patient injury or surgical delay has been reported.